Event description:
During an af ablation procedure, all of the catheter shapes displayed on the screen, including the abl catheter, were abnormally distorted when the rf energy started, and they remained distorted and did not recover. At that time, re-validation was performed and as a result, the procedure time was greatly increased. Even when using intracardiac dc, the shape of the catheter was abnormally distorted, and it took more time than usual for the catheter to return to its normal shape. As a result, the navigation accuracy of the ensite system was questioned. The amplifier log states that "bioimpedance absolute scale factor errors" occurred frequently. It was confirmed that the ensite system reference patch was sufficiently distant (over 6 inches) from the dispersive surface electrode for the ablation system. A clinically significant delay occurred due to this issue.

Manufacturer narrative:
Review of the study verified that substantial changes to the navx patch impedance measurements caused the distortion and this was detected by the system. The software is functioning as designed. The exact root cause of the enguide shape distortion could not be determined with the provided information. Based on the information provided and the investigation performed, the cause of the event is unable to be determined.